Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, during an asd procedure. During the implant the device took cobra shape. After first failure the operator took the device out of the patient, rinsed and reloaded the device and tried implant again, but situation with cobra shape repeated. Operator decided to took out the amplatzer device and use competitors device.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The reported event of device deformity could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.